Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm but there was no adverse impact to the customer¿s blood glucose level. Despite multiple cartridge alarms occurring since (B)(6) 2025, the customer believed the issue might be due to user error. The customer declined an immediate replacement and was referred to clinical support for additional assistance. Clinical troubleshooting was exhausted, and it was determined that a pump replacement was necessary due to occlusion issues. The customer agreed to use an alternate insulin delivery method until the replacement pump arrived, and it was confirmed that the pump was within warranty. A replacement pump was sent, and the customer was instructed on returning the problem pump.